Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No traces of moisture were found. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported by the customer that their insulin pump was alarming motor error. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the device. Customer stated they fell while it was raining and the device was exposed to moisture. Advised customer to discontinue use of device and revert to back up plan. Assisted customer with clearing alarm from device. Customer's blood glucose level was 158 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.